Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported to a company representative that the two sleeves that came in the pack are different in color and the sleeve that was darker in color performed differently during an unknown number of procedures. No known harm to the patients. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
As the customer did not retain the finished goods lot number, therefore the device history records and lot history could not be reviewed. The customer returned three samples, one marked as "good" and two marked as "bad" from the customer. The sleeves were visually inspected and the one marked as "good" was lighter in color than the ones that were marked at "bad". One of the sleeves that was marked at "bad" had a straight cut in the shaft. The color and thickness was measured and met specifications. The root cause of the customers complaint was confirmed, the two sleeves has a very slight difference in the color shading; however, even with the slight color difference the two sleeves met specifications. The color of the infusion sleeves does not affect the functionality of the infusion sleeves. The root cause of the straight cut on the infusion sleeve shaft was not known. After a thorough investigation of this complaint, it has been determined that this sample met specifications; therefore, quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. (B)(4).

Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. (B)(4).

Event description:
Additional information provided by the ophthalmic surgeon who indicated that the sleeves sometimes tore or cracked in the middle of a surgery. There was no harm to the patients.

Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. The date for the new information received in the supplemental regulatory report submitted november 15 2016 was october 16, 2016, not october 17, 2016. The manufacturer internal reference number is (B)(4).